Event description:
It was reported that a user experienced a low blood glucose while using the ilet system in conjunction with a dexcom g7 continuous glucose monitor (cgm) after making correction doses for a preceding postprandial high that followed an incorrect meal size announcement and higher-than-normal carbohydrate intake. The lowest reported cgm value of 64 mg/dl and a prior high up to 208 mg/dl lasted about ninety minutes. Symptoms included shakiness. Outcomes included self-treatment with oral glucose using 4 ounces of regular soda and recovery with glucose trending upward without emergency care or hospitalization. Investigation included case review and user counseling on meal announcements. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with insulin dosing related to user-entered meal information and subsequent correction behavior. It was concluded, based on previously established findings for similar reports, that the cause was use-related due to incorrect meal announcement leading to glycemic variability and subsequent hypoglycemia following corrective action.

Manufacturer narrative:
Initial.